Event description:
The user facility reported that the tr band became deflated during use to assist with achieving hemostasis following an interventional procedure. The following information was provided by the user facility: a total of 17cc of air was added to the tr band to achieve hemostasis; during removal of the tr band 8 hours after placement, the nurse noted that almost all the air had leaked from the device; there was no additional bleeding as a result of the deflation; the procedure was completed successfully; and there was no negative impact to the patient as a result of the event.

Manufacturer narrative:
(B)(4). Results - based upon evaluation of the returned sample; based upon evaluation of a reserve sample. Conclusions - based upon evaluation of the returned sample; based upon evaluation of a reserve sample. The involved device was received by the manufacturing facility in (B)(4) for evaluation. Magnified inspection of the returned sample revealed the absence of adhesive where the balloon and the air injection port are connected. The production lot number of the involved device is not known. Therefore, evaluation of device history records is not possible. However, a reserve sample from the current production run was tested. It was confirmed that there were no defects or anomalies and product performance specifications were met. A review of complaint files confirmed that there have been no previous reports relating to insufficient adhesive where the balloon and the air injection port are connected. Production personnel have been informed of the complaint to increase their awareness and an additional step has been added to manufacturing process to minimize the potential for recurrence of the failure. The labeling does address the potential for deflation in the instructions-for-use with statements such as: "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it" and "patient should not be left unattended while the tr band is in use." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).